Manufacturer narrative:
Investigation summary: 28 samples (model #20039e) were returned by the customer. It was report that they are unable to draw blood or flush the product won't push or pull. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. 26 of the sets were able to be flushed, therefore, the failure was unable to be replicated in these samples. Two sets were unable to be flushed. After multiple attempts to flush these sets, they were eventually able to be flushed. The customer complaint can be verified. 82 samples (model #20039e) were returned by the customer. It was report that they are unable to draw blood or flush the product won't push or pull. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. All of the sets were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20115795 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 20116171 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that smallbore 6 inch ext vlv experienced a case of flow issues and a case of being clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20039e, batch no: 20115795. Material no: 20039e, batch no: 20116171. Nurses reported this product was not able to draw blood or flush. Won¿t push or pull. Multiple users reporting - identified 2 lot #'s that seems to be impacted with vacutainer and IV.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115795, medical device expiration date: 2023-11-11, device manufacture date: 2020-11-05. Medical device lot #: 20116171, medical device expiration date: 2023-11-19, device manufacture date: 2020-11-11.

Event description:
It was reported that smallbore 6 inch ext vlv experienced a case of flow issues and a case of being clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20039e, batch no: 20115795. Material no: 20039e, batch no: 20116171 . Nurses reported this product was not able to draw blood or flush. Won¿t push or pull. Multiple users reporting - identified 2 lot #'s that seems to be impacted with vacutainer and IV.